Event description:
As reported, approximately six years post initial right tka, the 76 y/o male patient had a revision due to poly recall. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The device is not available for evaluation.

Manufacturer narrative:
Concomitant products: truliant ps cem fem ps cem right sz 5 (B)(6). Truliant tib fit tray cem sz 5f / 5t (B)(6). Tibial stem ext. Screw (B)(6). Fluted stem extension 25l x 14 mm (B)(6). Three peg patella 35mm (B)(6). The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the tibial insert in the packaging recall. Prosthesis wear of the tibial insert could not be confirmed from the provided images. Potential contributions of user and patient-related considerations to the event could not be assessed and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.